Event description:
The fire department emergency crew used the device on a person diagnosed in cardiac arrest. The device was used to analyze the patient's ECG rhythm. The device indicated no need of defibrillation based on an asystolic ECG. The emergency crew continued to administer emergency medical treatment, such as cardiac massage. During the treatment, it was reported that the device lost power inappropriately after approximately 30 minutes. When the backup battery was installed the device power was restored. There were no adverse effects to the patient reported as a result of device use.